Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that in relation to a rotator cuff repair procedure the penetrating grasper 35 degrees up and the penetrating grasper 45 degrees right were broken. The sales rep did not know how the devices broke or where on each device it was broken. The case was completed with a competitor's device with no patient harm or delay. The sales rep was not present and could not provide any additional information. The devices were discarded by the customer.